Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information, we are unable to determine where the device was manufactured. Date of event: unknown. Medical device expiration date: unknown.  Device manufacture date: unknown. Batch 1170616 does not exist for material (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when an anesthesiologist removed a bd¿ pro safety catheter, leakage occurred. As stated " the safety plus turned the locker in closed position blood did anyway pass through." There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A manufacturer¿s investigation was performed to review the issue with the supplier. It was immediately noted that the issue does not correspond to the images provided. The picture provided shows the needle is still within the catheter and the safety system still has not been activated. The introducer needle should detach from the catheter and its tip would be covered by the safety system. However, it appears the user has tried to close the locker when the needle was not fully removed from the cannula and catheter hub. In review, 15 units of a representative sample for this lot were leak tested and showed no indication of any defects. Furthermore, batch record data was reviewed and a review of subsequent lots was performed and there were no reports which indicated any defective product. The lots conformed to meet product specifications. Please note that the root cause for this failure was not related to the manufacturing process and was likely an outcome of a device malfunction after improper use of the device. Should an original sample device with the issue become available for this complaint an additional investigation may be performed for determination of the root cause.

Event description:
It was reported when an anesthesiologist removed a bd pro safety catheter, leakage occurred. As stated " the safety plus turned the locker in closed position blood did anyway pass through." There was no report of exposure, injury or medical intervention.